Event description:
It was reported that the catheter was disconnected. The pt underwent surgery to reconnect the catheter. The pump contained lioresal 500mcg/ml, 130mcg/day. It was unk if there were symptoms related to the catheter disconnect. It was also unk how the disconnect was detected. It was believed that the pt recovered with no problems reported.

Manufacturer narrative:
(B) (4).